Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that (B)(6) patient developed an irritation that is itchy. Patient does have a nickel allergy. There was no alleged device malfunction contributing to the irritation. Patient reported that he was prescribed a cortisone ointment in rehab. Patient reported the rash disappeared.